Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in patient's mouth, it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed.